Manufacturer narrative:
A steris service technician arrived onsite to inspect the harmony ll dual 500 surgical lighting system. The technician identified that the plastic cover and screws detached from the supporting spring arm of the surgical light causing the reported event to occur. The technician stated that the reported event is attributed to the screws backing out of the plastic cover. The technician secured the plastic cover to the spring arm suspension, tested the surgical lighting system, and found it to be operational. As a precaution, the technician inspected all harmony ll dual 500 surgical lighting systems and verified that all screws were secured. The surgical lighting system was installed in at the customer's location in 2005 and is under steris service agreement for maintenance activities. No additional issues have been reported.

Event description:
The user facility reported that during procedure set-up without a patient in the room, the plastic cover from the harmony ll dual surgical lighting system fell off contacting an employee's head. No medical treatment was sought. No report of procedure delay or cancellation. The procedure was completed successfully.